Manufacturer narrative:
Device evaluation: visual inspection showed evidence of damage by the p-clamp. Additional visual inspection under magnification showed evidence of a tear/hole. During the cleaning process there was a leak at the damaged area. The reason for return was confirmed. Correction b5: medtronic received additional information that the amount of patient blood lost because of the leak and whether a transfusion was required are unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: after investigation at medtronic, complaint is confirmed for damage and a hole in the cannula body in the location of the clamp. No other damage was observed to the rest of the cannula. The introducer was not returned with the product and could not be visually checked for any damage. Additional inspection of the damaged area observed holes and white marks on both sides of the tube and appear to be in the location of the area where the clamp points will come in contact with the tubing when it is closed and locked into place. It is unknown what may have caused this occurrence, however, this type of damage to the cannula body can occur if the user tightens the clamp with the introducer inserted inside the cannula body. The instructions for use (IFU) instruct the user to withdraw the stylet prior to clamping the clamping the tubing. Review of the device history record found no abnormalities during manufacturing t hat would cause or contribute to the reported event. Complaints received from december 2021 through february 2023 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this occurrence. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a gundry silicone rcsp cannula with manual-inflate cuff, it was reported that there was a leak in the middle of the drug route for the cannula. The device was replaced. There was no additional patient impact associated with this event. Medtronic received additional information stating that it could not be confirmed if the leak was from the cannula or the connection between the cannula and connector. The amount of patient blood loss and whether a transfusion was required because of the blood loss could not be confirmed. It was stated that the patient did not experience any health hazards accompanying the onset of this event. It was stated that whether the damage was in the location of the sutures is unknown. It was stated that the cannula was used normally.